Manufacturer narrative:
As per investigation results, the blade of the in-situ plate cutter was broken due to intercrystalline forced rupture caused by stress crack corrosion. The root cause for this event can be attributed to insufficient cleaning.

Event description:
One of the blade of in-situ plate cutter was broken.